Manufacturer narrative:
Related components of device system: model number/ catalog number: 72404127, serial number: n/a, batch/ lot number: 1000179348, model/ catalog description: control pump fgs iz. Model number/ catalog number: 72400024, serial number: n/a, batch/ lot number: 1000177731, model/ catalog description: balloon fgs 61-70 cm.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) procedure to remove his device after nine months due to infection. It is unknown if the device caused or contributed to the infection. The device was sequestered and will be stored for potential future investigation. No information about the patient's outcome was provided. No more information is available at the moment.